Event description:
It was reported that the physician was unable to interrogate the pulse generator. The device was explanted and replaced successfully on (B)(6) 2015. The patient was stable post procedure.

Manufacturer narrative:
Final analysis found an integrated circuit anomaly which contributed to the reported interrogation anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.